Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The b12 calibration signals were within expected values. Based on the provided information, the customer did not use rack adapters which are recommended for use with 13 mm sample tubes. Tilted tubes in combination with wet tube wall can cause sampling issues. The customer solved the issue by using the recommended tube adapters. Other possible root causes include sample quality and insufficient maintenance.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys vitamin b12 immunoassay (b12) and roche elecsys folate iii (fol) on a cobas e 411 immunoassay analyzer (e411). The issue was noticed when a sample sent out to another laboratory for testing was accidentally tested for b12 and fol, resulting with values that were significantly higher. The sample was then repeated on the e411 analyzer and the repeated b12 and fol values correlated with the values from the sample tested at the other laboratory. The customer repeated several samples that were initially tested on (B)(6) 2017 and said that only one sample had erroneous results. The erroneous results were reported outside of the laboratory and the repeat results were believed to be correct. The sample initially resulted with a b12 value of 119.2 pg/ml and repeated as 495 pg/ml. The sample was tested at the other laboratory, resulting with a b12 value of 500 pg/ml. The sample initially resulted with a fol value of 9.89 ng/ml and repeated as 17.9 ng/ml. The sample was tested at the other laboratory, resulting with a fol value of 19.2 pg/ml. The patient was treated with a dose of vitamin b12 based on the erroneous results. There was no deleterious outcome to the patient due to receiving the vitamin b12 dose. The patient was not harmed. No adverse events were alleged. The b12 reagent lot number was 21015501, with an expiration date of 09/30/2018. The fol reagent lot number was 18144100, with an expiration date of 04/30/2018. The field service engineer determined that the sample tube was not centered in the rack and a spring was bent in the rack. He repeated the sample in a rack with rack inserts. The customer ran precision studies and these were ok.